Event description:
It was reported that a motor failure was experienced.

Event description:
It was reported that a motor failure was experienced.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal on the bottom case and plunger assembly were removed/broken and the top case, right plunger case and bottom case were cracked. Review of the event history log showed an occurrence of "motor rate error." Functional testing involved occlusion testing and the device exhibited "motor rate error." The investigation determined that normal wear was the cause of the reported issue. The worm coupling, worm gear, motor bracket (old style motor bracket), lead screw and both clutch halves were dirty, old, and worn out. It wa noted that the pump was about ten (10) years old. The worn and damaged components were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.